Event description:
A patient, also is a healthcare professional, reported that they were injected with skinvive¿ by juvéderm® in the frontal region. After the injection the patient developed a ¿vascular occlusion.¿ patient was treated with hyaluronidase. The hcp stated that at the time of writing the report form the symptoms had resolved, however hyaluronidase was applied late, and that there were flictenas and scabs.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.